Manufacturer narrative:
The malfunction was observed during functional testing, however was not reproduced after disassembling the device for root cause analysis. During evaluation of the unit, it was found that a flex cable was unseated. This could have been the cause of the reported malfunction; however, it cannot be firmly established.

Event description:
Complainant alleged that during biomed testing the device was unable to adjust pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.